Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion failure analysis lab department.

Event description:
The customer reported while using the vela ventilator, the unit is displaying vent inop (inoperable) and motor fault alarms. The customer performed turbine differential pressure calibrations and passed. The customer performed the turbine speed test and it failed. There is no patient involvement associated with the event.